Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope and was found to have atrial arrhythmias. It was also reported that the right ventricular [rv] lead had a high sensing integrity count and was t wave oversensing. The device was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv lead had loss of capture at five volts. The rv lead was capped and replaced.